Manufacturer narrative:
This event is considered off label use of the device. The device is intended to be used for electrosurgical cutting, coagulation, and ablation of soft tissue during open surgical procedures.

Event description:
Patient developed hyperpigmentation throughout face after a dermal resurfacing procedure.